Event description:
Experienced phlebotomist drew a blue top vial for lab, anti xa. The vial did not fill all the way. It stopped at half-way. A second vial from the same lot also stopped half way. Another vial was drawn from a different lot number and filled completely.